Event description:
The customer reported an event of breakage of the product involved. No adverse consequences reported. The surgeon completed the procedure successfully with another item available in the theatre.

Manufacturer narrative:
Device was discarded. No evaluation will be performed. If relevant information is received it will be reported on a supplemental report.